Event description:
The report received from the affiliate indicated that while preparing for an interventional procedure, when the package of the smarter 8 x 40mm stent was opened, the physician noted that the stent was partially exposed and released approximately 5 cm. The product appeared normal on inspection and the box for the product was intact and not damaged. The y-connector was enclosed. The target lesion for the procedure was the biliary duct. The product was not clinically used in the pt. Another smarter stent was used to complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.